Manufacturer narrative:
(B)(4). Foreign (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00264. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a total knee arthroplasty and subsequently was revised approximately 5 years after the initial procedure due to wear and fracture of the implant. Development of cysts was noted on medial tibia plateau. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, d10, g4, g7, h1, h2, h6, h10. The complaint is confirmed. Visual examination of the returned product/provided pictures identified signs of being implanted wear / scratched / gouged and has cracked / fractured. Device was submitted for further analysis. Analysis identified some potential light wear, pitting, and/or abrasion consistent with in-vivo use. There is evidence of a possible crack on the posterior side of the bearing, partially separating a fragment of the item from the main body. There is no evidence of delamination or impingement near the possible crack. There are also some small gouges or scratches that are likely the result of explanation damage. There are also some small possible scratches and gouges on the lateral side that are likely explantation damage. The tibial tray was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic lucency noted surrounding at least 1 of the posterior tibial pegs indicative of loosening, suggested poly wear and loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.